Event description:
It was reported that patient had sudden low voltage alarms that happened without activity or electrostatic discharge (esd), while on battery power. The patient stated batteries were new and fully charged. They attempted to switch clips and another set of new batteries without alarm resolution; then they switched to wall power with resolution. They denied any extra bend in the driveline. Black/white cable pins were assessed and seen not bent, all are present. Battery clips were without pin bend/break. Battery connections were clean and clear. The event log captured some odd strings of power cable disconnect (f6 & f13) (B)(6) 2023 from (B)(6) 2023 - (B)(6) 2024. These indicate that black power on battery is open or disconnected. The ventricular assist device (vad) was functioning as intended. It was additionally communicated that no further alarms were noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d3, g1: updated information section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage and power cable disconnect alarms was confirmed via review of the submitted log file. The submitted log file contained information spanning approximately 12 days ((B)(6) 2023 to (B)(6) 2023 per timestamp). Beginning at 8:23:04 on (B)(6) 2023, the relative state of charge (rsoc) of the black power cable was observed to fluctuate outside of its expected values, causing a rsoc invalid fault and an abnormal power cable disconnect alarm. The abnormal alarm briefly cleared from 8:23:53 to 8:24:00, as the rsoc of the black power cable returned to expected values. The rsoc invalid fault on the black cable returned shortly later, and the power cable disconnect alarm reactivated at 8:24:00. While this alarm was active, the white power cable appeared to be disconnected and reconnected to external power a few times. Due to the rsoc invalid fault on the black cable, low power hazard alarms were activated while the white power cable was disconnected. The abnormal alarms resolved at 8:24:56 on (B)(6) 2023, when the black power cable was disconnected from battery power and reconnected to a mobile power unit. The observed events did not affect the controller¿s ability to operate the pump, as it maintained a speed above the low-speed limit throughout the data. The heartmate 3 system controller (serial number: (B)(6)) was not returned for evaluation. Provided information indicated that the patient has had no further alarms. The root cause of the atypical alarms could not be conclusively determined through this investigation. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (rev. C, section 4 ¿system monitor¿) describes how to use the system monitor to properly download log files from the heartmate 3 system controller to a data card instructs users to contact abbott if they have any questions regarding log files or understanding log file information. The heartmate touch communication system quick start guide (rev. B, ¿export data¿ section) describes how to properly download log files with the heartmate touch so that they can be sent to abbott for diagnostic purposes. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including low voltage and power cable disconnect, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.